Event description:
Procedure type: anterior resection. According to the reporter: during the procedure, the staples were not fired out completely; and the doctor could not remove the stapler. The procedure was changed to open surgery and the stapler was removed. No reinforcement material was used. There was no unanticipated tissue loss. The case was extended by more than 30 minutes. Extended the hospital stay about 1-2 days.

Manufacturer narrative:
(B)(4).